Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of left l4-5 extraspinal synovial cyst. Radiculopathy, suspected spinal instability. The patient underwent following operative procedure: left l4-5, far lateral facetectomy, nerve root decompression, and minimally invasive instrumented interspinous fusion using spiral plate, rhbmp-2, locally harvested autograft. Per op-notes,"...rhbmp-2 bone graft was then applied over the right lateral gutter encompassing the facette as well as the anterior of the facette. ..."patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.